Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Additionally, the device evaluation found the zoom lever, flexibility adjustment ring, switch 4, and angulation wires were worn, water tightness was lost, the camera cover had a burn, the adhesive around the light guide lens and objective lens was peeling, the indication labeling on the scope connector was peeling, the scope cover plate was detached, the air/water cylinder, up/down knob, and electrical connector were corroded, there were scratches on the connecting tube, switch 1, camera cover, objective lens, protector of the universal cord, image guide protector, and the protective coating on the bending portion of the device, the forceps channel port was damaged, the water removal function was insufficient, the adhesive on the protective coating of the bending portion of the device was chipped, cloudy, and cracked, and flares appeared on the images produced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus,the evis lusera colonovideoscope was leaking air and water. Inspection and testing of the returned device found foreign materials within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.